Event description:
A customer reported that during a cataract procedure, the system displayed an error message and there was no response from the footswitch when depressed. The system message could not be cleared, therefore, the footswitch and the system were exchanged to complete the case. There was no harm to the patient.

Manufacturer narrative:
The customer reported the footswitch was not working. The customer ordered a new footswitch. The customer did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any similar report for this system. The root cause cannot be determined conclusively. (B)(4).